Event description:
A neotrend-l sensor was successfully calibrated and taken to the bedside for insertion a 3-way tap and flush solution were attached to the y-piece. The sensor was retracted from the tonometer. The rear clamp was opened and the y-piece flushed. Insertion was attempted, but the sensor could not be advanced more than approx 5cm. Subsequently, blood appeared to be leaking from the sensor rear clamp and advancement lock. The sensor insertion was aborted and the patient uac was connected back to the normal blood pressure monitoring line. The pt was not reported to have the pt was not reported to have deteriorated as a result of this incident.